Event description:
This ra lead was implanted on (B)(6) 2014 and was explanted on (B)(6) 2014. A call to technical services was made on (B)(6) 2014 stating that this atrial lead was dislodged. An atrial lead revision was scheduled on that day on patient with persistent left svc. A catheter was put into the coronary sinus to sense the atrium. It had great sensing but when they started manipulating device and the lead, had atrial oversensing. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).